Event description:
It was reported that the device had an "[automatic changeover unit] acu watchdog failure", "pump motor drive phase b [power-on self-test] post", "pump motor drive off post", and "primary audible alarm post" at startup. The event occurred before use on the patient and replacement equipment was available. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. H2) correction: h7 and h9 corrected.